Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 56 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4837 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 56 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4837 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 56 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, leiomyoma, ex-alcohol user, loop electrosurgical excision procedure, parity 1, gravida I, post-traumatic stress disorder, colposcopy, endometriosis, asthma, fatigue, spotting vaginal, headache, painful intercourse, discharge, vaginal itching, depression, anxiety, blood in urine, dysplasia, pelvic discomfort, pelvic pain and postmenopausal bleeding. The patient had a family history of heart attack, cervical cancer and blood pressure high. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 4952 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingoophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2010 and as per mr (B)(6) 2009. Discrepancy noted: removal date: as per argus (B)(6) 2023 and as per mr (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: bilateral essure contraceptive devices are identified on scout film. There is normal filling of the uterus with contrast. Both essure contraceptive devices appear to be normally located within the fallopian tubes. There is filling of both uterine cornua and filling of the proximal one-half of both fallopian tubes. No filling of the distal fallopian tubes is seen. No spillage of contrast from the fallopian tubes into the pelvic peritoneal cavity is seen. Satisfactory placement of bilateral essure contraceptive devices. Filling of the proximal one-half of both fallopian tubes. Since the fallopian tubes are not totally blocked at this time, this patient should not be considered safe for contraceptionessure devices are seen on both sides and they appear to be in satisfactory position. [Pathology test] on (B)(6) 2023: diagnosis: uterus, cervix, bilateral fallopian tubes, and bilateral ovaries, robotic-assisted laparoscopic hysterectomy with bilateral salpingo-ophorectomy: subserosal leiomyoma. Benign inactive endometrium. Benign bilateral fallopian tubes showing paratubal cysts. Benign bilateral ovaries showing no significant histopathologic abnormality. Benign cervix showing no significant histopathologic abnormality. Metallic coils x2, compatible with history of essure tubal procedure. Specimens: source and specimen: uterus, cervix, bilateral fallopian tubes. Procedure- robotic-assisted laparoscopic hysterectomy with bilateral salpingo-ophorectomy. [Smear cervix] in 2018: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : reporters information, medical history and surgical pathological reports were added. Product insertion,removal date and rcc updated, event onset date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.